Event description:
MFR rec'd device tracking info indicating that a pt underwent generator replacemet surgery for unk reason. F/u with treating physician revealed that prior to explant, the physican was unable to establish communication with the device. Based on the length of time that the device was implanted, the treating physician believed that the cause of the communication poblem was generator battery end of life. The explanted device was discarded and will therefore, not be returned to MFR for analysis.

Manufacturer narrative:
Attempts to obtain device setting and diagnostic history for the purpose of evaluating expected battery life have been unsuccessful to date.